Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a peripheral stent procedure using the protege everflex to treat a calcified lesion with chronic total o cclusion (100% stenosis), moderate calcification in the proximal and mid segments of the common iliac and superficial femoral arteries, the stent was successfully positioned at the target location, during stent release the handle of the stent detached. Pre-dilation was performed with a 6 x 150 millimeter balloon. No resistance was encountered when advancing the device, and no excessive force was used. The lesion was not previously stented, and embolic protection was not utilized. The procedure was completed by replacing the stent with another of the same model. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: device was decontaminated with cidex opa solution soak and tergazyme soak. Device as received. The stent was confirmed as 150mm from the strain relief. Upon visual inspection, it was noted that the blue outer sheath was coming away from the strain relief. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information 2026-mar-20: the second stent was used due to an issue with the implantation of the first stent. Specifically, the push rod of the first stent became detached during the procedure. There was no deformation observed with the first implanted stent. Image analysis the clip returned depicts a hcp holding the protégé everflex device, the hcp proceeds to deploy the device and it is noted that the blue outer sheath does not stay in a fixed position under the strain relief. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.